Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted during testing. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and a no delivery alarm. The customer also reported that the act button was not responsive. The customer's blood glucose was 302 mg/dl at the time of incident. The customer's blood glucose was 182 mg/dl at the end of call. The customer stated that they were able to clear the button error alarm and the no delivery alarm after changing the battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.